Event description:
Following a catheterization procedure (date performed is not documented at this time), an angio-seal device was placed in a pt's groin. An unknown length of time following deployment and discharge from the hosp, the pt returned for complaints of pain. An ultrasound was performed which did not identify any problem with flow. After an exam of the pt, it was the physician's belief that the angio-seal may have been deployed in an area which inadvertently pinched a branch of the genital/femoral nerve, resulting in the pt's extreme discomfort. The pt was therefore taken to surgery where the device was removed. Following removal of the device, the pt's pain resolved. As of 06/03/1998 there has been no further report of complication or pt sequelae made to the MFR.